Event description:
It was reported that there was an issue with fc700su - pas-port proximal anastomosis system. According to the complaint description, the implant could not be split from the device after the knob was rotated and the implant was fired. An additional medical intervention was necessary. Although the surgery was delayed about 15 minutes, the procedure was completed. The postoperative course was uneventful. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the instrument arrived in a contaminated and used condition. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there are five similar complaints against the same lot number. Explanation and rationale in similar cases like the present one, the investigation did not reveal any abnormalities on the pas-port device and the individual parts itself. No damages could be found which may explain the failure pattern. On the basis of the current information and knowledge, a clear conclusion cannot be drawn. Therefore, a product safety case (psc) has been initiated to evaluate the risk-benefit ratio. The evaluation resulted in a field safety corrective action (fsca). A recall has been initiated. Due to the aforementioned, an in-depth investigation is waived. Currently the product is not sold nor marketed anymore. Conclusion and measures / preventive measures: see above.